Manufacturer narrative:
The complaint has been confirmed that the extraction tool (86-5226) has fractured near the first thread at minor diameter of the threaded region. The remaining portion of the extraction tool is contained within the top tapped portion of the stem trial (86-6875). Previous investigations found suspected misuse as the root cause for this failure. The root cause is attributed to suspected misuse during removal of the stem trial from the bone canal. There is evidence suggesting the instrument was levered side to side. Based on the investigation determination of misuse/misapplication of the instrument as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Stem trial extractor broke off inside the stem trial. Stem trial became stuck in patient, eventually removed. Update 7/21/2015 follow-up from sales rep states, the stem extractor broke off at the threaded end which was threaded into stem trial in patients tibia. It broke off inside the stem trial and is still stuck inside of it. Complaint updated 7/24/2015 - (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).